Event description:
The date the device was implanted was reported. Further review indicated that the implant date was after the use before date.

Manufacturer narrative:
Product ID: 309328, lot# b0751248k, implanted: (B)(6) 2008, product type: lead. (B)(4).